Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.5x12mm non-bsc balloon was used to pre-dilate the lesion. A 2.50 x 12mm synergy drug-eluting stent was advanced but could not cross the lesion. When the device was removed, it was noted that the proximal edge had been lifted from the stent delivery system. The procedure was completed with a 2.5x14mm non-bsc stent. No patient complications were reported and patient's status was stable.